Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was an attempted implant due to lead insertion difficulty. The make of the leads is unknown. This pacemaker was removed and replaced prior to pocket closure. No adverse patient effects were reported.